Event description:
Two unexpected events were reported for that device: - on (B)(6) 2008, the physician attempted several times to reprogram the device from ddd to vvir mode without success (the programmer software version was 2.08). On (B)(6) 2008, programming was successfully carried out after upgrading the programmer software to version (B)(4). - the analysis of the follow-up data seemed to show an unexpected behavior of the mode switch algorithm; in ddd mode, the patient is paced at 110 min-1. The sensitivity programmed by the physician was 0.17mv.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved under p950029. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. A sensing problem is suspected. To summarize, the operation of the device is in conformance with the specifications of the mode switching function. However, it should be noted that the endocavitary atrial signal does not seem to correspond to physiological signals (all of the episodes saved by the device exhibit a very weak endocavitary atrial signal, similar to that seen in figure 7). Based on signal sensing (noise or other), the pacemaker functions in synchronous mode based on the sensed signal (and paces the ventricle at a relatively high rate) or enters into mode switch (if a sudden acceleration of the atrial rhythm is detected). Therefore, it seems important that this sensing problem be resolved. This could be done by adjusting the programming of the atrial sensitivity or by programming the device in ventricular chamber mode (single chamber).